Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacemaker was found to be depleting prematurely due to traces of hydrogen gas in the sealed pacemaker environment. As a result, degradation of an internal hardware component was noted. This device still remains in service as patient's family decided to stop monitoring since patient is in hospice. No adverse patient effects were reported.